Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that nurses were notified that the patient was in an unresponsive state and not breathing at 2:25 am on (B)(6) 2023. Left ventricular assist device (lvad) parameters at the time were speed 9000 rotations per minute (rpm), flow 3.5 liters per minute (lpm), pulsatility index was 4.1 and power was 5.1 watts. Fire and rescue were called immediately and arrived to find no pupil responses and the patient was still not breathing on their own. The patient was intubated. There were still no alarms on the lvad. The patient's wife agreed to deactivate the lvad and time of death was called at 3:01 am by fire and rescue. Prior to deactivation of the pump at 3:21 am, no alarms were noted, and the pump was on and working. Log files were downloaded and sent for urgent evaluation to determine the events leading up to death. Log file review found that the patient had been connected to the power module up until (B)(6) 2023 at 12:50pm when they were switched to battery power. Low voltage advisories were noted at 8:17 pm followed by low voltage hazard events at 9:36pm. 14v battery power was depleted at 10:10 pm then emergency backup battery (ebb) was enabled. The pump eventually shut off due to depletion of the ebb. The pump was reconnected to the power module, but it could not be determined how long the pump was off as the controller clock had reset. The patient had just transferred to a long-term care facility after 204 days in the hospital. The patient was noted to be completely stable on (B)(6) 2023 prior to 1:00pm van time. The nursing staff was instructed on how to plug in all of the equipment, and it was reinforced that the patient should be switched to ac power before bed. The patient was last seen by their wife the evening of (B)(6) 2023 and was noted to be completely normal at this time. Related manufacturer's report: 2916596-2023-03286.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: evaluation of the driveline confirmed wire fatigue. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not confirm any device-related issues that would have caused or contributed to the reported event. A specific cause for the patient¿s outcome could not be conclusively determined through this evaluation, and a direct correlation between (B)(6) and the patient¿s outcome could not be conclusively determined. The patient was transferred from the hospital to a long-term care (ltc) facility on (B)(6) 2023 at approximately 13:00 in stable condition. The implanting center staff ensured that the device was plugged in correctly at the ltc facility and trained the ltc facility staff on the submitted log file was reviewed. The device was connected to 14-volt batteries on (B)(6) 2023 at 12:51:25 that did not appear to be fully charged. Expected battery depletion led to a low battery advisory alarm then to a low battery hazard alarm on (B)(6) 2023 at 20:17:36 and 21:36:12, respectively. The external batteries became fully depleted on (B)(6) 2023 at 22:10:03, prompting a no external power alarm as the system continued operation on the controller¿s backup battery. The next event captures the pump restarting as it is connected to the power module. The yellow wrench alarm was active due to the controller clock not being set, which resulted from the backup battery becoming depleted and the controller losing all power. The duration that the pump was unpowered and stopped could not be determined based on the log file. The pump continued operating at the set speed without issue for an unknown amount of time as the controller clock was not set, and two low flow alarms were captured. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. The final events of the log file show the power cables were disconnected from the power module followed by disconnection of the driveline from the controller, consistent with the report of discontinuation of vad support. The pump otherwise appeared to operate at the set speed without issue when the system was powered. The heartmate ii lvas, serial number (B)(6), was returned assembled with the driveline cut approximately 2¿ from the pump housing, and a portion of the distal driveline was returned measuring approximately 32¿ with a previous driveline repair. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Pink depositions of loosely clotted blood were discovered in the distal outflow elbow that extended into the pump outlet stator. These depositions appeared to have been pulled apart during removal of the outflow elbow from the pump outlet port. The depositions appeared acute as they were loose, soft, and only mildly adhered to the blood contacting surfaces. Two additional pink depositions were discovered on the rotor blades. None of the depositions found within the pump were hard, laminated, or denatured, suggesting that they were not present during support. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.